Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Compatibility was reviewed and it was determined that the instruments used do not align with the instruments recommended by the surgical technique for the reported stem. A definitive root cause cannot be determined; however, off label use may have contributed to the reported event as the instruments used do not align with the instruments recommended by the surgical technique for the reported stem. The identified calcar planar shaft is not compatible with echo biometric rpp stem instruments. The compatible rasp that should be used for implantation of the reported stem is the echo 13x145 rasp. This rasp does not attach to the reported shaft which indicates that an incompatible rasp may have been used. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 110032332- calcar planar shaft-unknown; 110032335- calcar planar head 38mm-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the echo biometric rpp stem does not line up with same size broach. Did not affect surgery outcome or patient. Attempts have been made and additional information on the reported event is unavailable at this time.